Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor was not working. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4) autonumber: cs-cpl-2018-00972. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use were observed, though no signs of blood were present. There were no visible defects detected. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2 cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; steam and heat was observed during ten 5-second activations. The device was measure for continuity using a calibrated multimeter. Continuity was observed. Based upon the returned condition of the device and the results of the evaluation, the reported complaint was not confirmed for "failure to deliver energy".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor was not working. No patient involvement.